Event description:
A (B)(6) male pt's download data revealed multiple capacitor voltage faults. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (capacitor voltage faults) was confirmed. Upon investigation it was discovered that the green wires on the monitor defibrillator were physically damaged, resulting in capacitor voltage faults. The root cause for the broken wires could not be positively identified. No adverse event resulted from the broken defibrillator wires. The pt was fitted with a replacement monitor.